Event description:
Resident seated in shower chair as per usual. While sitting in shower chair, front bent pvc pipe under toilet seat broke where the screw goes through the pipe into the toilet seat. Resident fell to floor still on toilet seat.